Manufacturer narrative:
The date received by manufacturer has been used for this field. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the stopper in the bd luer-lok¿ syringe with the bd precisionglide¿ needle was loose and did not provide an adequate seal, causing one dose to leak out. The following information was provided by the initial reporter: "we have had several syringes that have not had an adequate seal. This has caused issues drawing patient doses, as well as administering patient doses. One of our end users reported that the dose leaked out of the syringe due to improper seal."